Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot number h274935. Manufacturing location: (B)(4). Date of manufacture: 02-feb-2017. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality (cq) engineering investigation: a visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, device history record (DHR) review, complaint history review/occurrence rate calculation, drawing review, and risk assessment review were performed for the returned device as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The distal tip of the drill bit has sheared off as reported. The transverse break occurred in the cutting flute area. The sheared off tip fragment was not returned to cq. The outside diameter of the drill bit fluted area near the break measured 2.490mm (micrometers om521) at cq which is within specification of 2.3mm - 2.7mm. A review of the device history record revealed no complaint related anomalies. Tabulated drawing for the family of 2 flute drill bits was reviewed during this investigation. No product design issues or discrepancies were observed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Risk assessment review: the dcrm adequately addresses this complaint condition. Unable to determine a definitive root cause based on the reported information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s height reported as 68 inches. Additional device product codes: gff, gfa, hsz. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke off in the patient's bone during an ankle fracture procedure on (B)(6) 2017. There was a 30 second surgical delay and unanticipated x-rays as the surgeon decided whether to retrieve the fragment or not; the surgeon decided not to attempt to retrieve the fragment. Another drill bit was used to successfully complete the surgery. The patient outcome was reported as great. This report is for one (1) 2.5mm drill bit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device history record review was requested and pending completion. A supplemental report will be submitted upon completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.